Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 12 month product complaint trend data for the period nov-2019 through oct-2020 was reviewed. There were no triggers identified for the review period.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. A repair is not possible because of end-of-life of the unit. The iabp has been decommissioned and removed from service. (B)(6).

Event description:
It was reported that during a pre-use check, the cs300 intra-aortic balloon pump (iabp) would not switch on. There was no patient involvement, and no adverse event reported.